Event description:
A user facility filed a complaint stating that an ambulatory electromechanical infusion pump did not deliver drug (5-fu) during chemotherapy treatment. The pt was on a 7-day infusion therapy. The pump appeared to be operating normally during the therapy (green indicator light was functioning). No error messages were displayed. When the pt returned to the clinic, there was no drug infused from the drug reservoir. There is no report of pt injury for this incident.